Event description:
It was reported to st. Jude medical that the device presented in hardware reset mode. St. Jude medical technical services discussed that the device no longer had the ability to provide defibrillation support and that the device would need to be replaced and returned for analysis.